Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0437506v, implanted: (B)(6) 2004. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced no stimulation sensation and was shaking ¿all over the place.¿ the symptoms started approximately two days prior. No accident or incident was related to the complaint. It was further noted that stimulation was not able to be adjusted. The status lights were not lighting up for the implantable neurostimulator (ins). It was indicated the programmer was working as intended. As of the date of this report the cause of the event was indicated to be an impending battery failure. Battery depletion was noted. It was stated that the device response was intermittent and it functioned again after the initial failure, and then failed again. Worsened tremors were noted. The patient was referred to the surgeon for replacement. It was later reported the battery went ¿totally dead¿ and the patient was sent home shaking. A magnet was used to turn the ins back on, which sufficed until the replacement was done. Per manufacturer¿s device registry, the device was explanted and replaced on (B)(6) 2011.